Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
The lead was returned to the manufacturer due to an unknown reason and subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.